Event description:
Customer reported receiving a reading on her meter of 480 mg/dl, but "felt dizzy" and "faint." Her husband called the paramedics who transported her to alton memorial hospital. She was given saline via IV enroute. The hospital reported a glucose reading of 60 mg/dl. She received glucose IV and a diagnosis of "severe hypoglycemia".

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.